Event description:
It was reported that this right ventricular (rv) lead was attempted due to difficulty in positioning. A new lead was implanted. No adverse patient effects were reported. This lead was returned. Additional information received indicates that the lead exhibited loss of capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of induced damage (misaligned shock coils). The observed damage is not deemed to indicate a product defect or malfunction. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to difficulty in positioning. A new lead was implanted. No adverse patient effects were reported. This lead was returned. Additional information received indicates that the lead exhibited loss of capture.